Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4) no anomalies found. Full lead was returned and analyzed. While turning the is-1 pin, the torque transfer to the helix without difficulty. The helix is stretched out of specification. The defibrillation conductor and helix were noted to be distorted.

Event description:
It was reported that during the implant procedure the helix was unable to retract after several positioning attempts. The device was not implanted. No patient complications have been reported as a result of this event.